Manufacturer narrative:
Litigation papers allege the patient was implanted with an asr device and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort. Doi: unk - dor: unk **update** (B)(6) 2011 - medical records forwarded from broadspire indicate that the patient is bilateral. Doi: (B)(6) 2008 (left side) doi: (B)(6) 2008 (right side) the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege, the patient was implanted with an asr device and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.